Event description:
A malfunction occurred with the insulin pump, indicated by malfunction code malf 0-0x277d. The impact on the customer's blood glucose level was unknown, as the customer declined to provide specific information. To address the issue, the customer was informed that the pump needed to be replaced. The pump was confirmed to be within warranty, and tandem technical support arranged for a replacement pump to be shipped. The customer was instructed to return the faulty pump using a prepaid label and return box provided by tandem within 10 days.